Manufacturer narrative:
This mfg. Report (B)(4) was created and submitted in error. Please refer to mfg. Report # (B)(4) for the correct event information and data. The manufacturer internal reference number is: (B)(4).

Event description:
A paralegal reported on behalf of risk manager, that following refractive laser surgery, multiple patients presented with diffused lamellar keratitis (dlk), on multiple dates. No specific number of patients was provided, only that they had both male and female patients. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information was requested, but has not been received. The root cause cannot be determined conclusively. (B)(4).